Event description:
A doctor returned several boxes of files with a note indicating that he had experienced issues with an unspecified number of the files separting. The doctor was contacted, but no further info would be disclosed.